Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a hip arthroscopy procedure, the device would not completely lock into place at the ball joint on the operative side. This device was used to complete the procedure. No patient injury or complications were reported.